Manufacturer narrative:
The reported event was addressed with phone support. An intuitive field service engineer (fse) followed up with the site and was advised that the site's biomed resolved the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that the universal surgical manipulator (usm) 2 carriage was hitting a small screw and getting stuck. The clinical sales rep (csr) reporting the issue found small screw was loose and causing the issue. The procedure was completed with no reports of patient injury.